Manufacturer narrative:
The customer confirmed that there was no failure of the device. The user who was testing the device was only familiar with the prompts from devices manufactured after (B)(4) 2007. This device was manufactured in 2006 and has no record of the software being upgraded by a physio-control representative. This device did not have the prompts the user was familiar with and was expecting.

Manufacturer narrative:
(B)(4). Physio has been unable to follow up with the customer regarding the resolution of the reported failure. Physio-control has not received the device for evaluation. The cause of the reported failure could not be determined.

Event description:
It was reported that the device would not recognize a connection to the therapy connector assembly. This issue was found during testing and there was no patient use associated with the reported failure.